Event description:
The customer reported that the system displayed a white screen and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was reset. The system was tested and found to be operating as intended and put back into service.